Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable, wall adapter, and charging pad. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable, wall adapter, and charging pad.